Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via pone call that they experienced high and low blood glucose level. Customer's blood glucose was 50 mg/dl at the timer of incident and 250 mg/dl at current time. Also other blood glucose was 180 mg/dl. Customer treated with food. Product will not be returned for analysis.